Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered blood glucose level instead of carbohydrates when attempting to enter settings for a bolus. Blood glucose level was 350 mg/dl. Tandem technical support guided customer on entering settings for bolus delivery.